Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button response and button error alarm due to flattened dome switch on up and escape button. Moisture damage was also noted on keypad traces. Peeling keypad overlay noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was performed. The device was returned for analysis.